Manufacturer narrative:
(B)(6). Patient¿s weight is not provided for reporting. Additional device product codes: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is lawyer. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or around (B)(6) 2016 surgeon performed a correction of nonunion of left supracondylar humerus fracture. Depuy synthes hardware was explanted and bone graft was implanted. Surgeon also performed neurolysis of the left ulnar nerve. Due to database limitations, six (6) additional devices are captured in (B)(4) and seven (7) additional device are captured under (B)(4). This report addresses devices identified in additional information received on august 1, 2018. This report is for one (1) 3.5 mm cortex screw self-tapping 28 mm. This is report 2 of 5 for (B)(4).